Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance became worse suddenly in the end of 2016. There is no history of head trauma reported. The device has been explanted.

Manufacturer narrative:
Conclusions: according to the received information the device was explanted due to extrusion of the active electrode lead into the external auditory canal, which was likely the cause of the observed decrease of benefit. In addition, during device investigation, damage to the active electrode lead caused by device minute mobility was observed; this damage is possibly related to the movement of the active electrode lead following the extrusion. Other damages found during investigation are likely related to the removal surgery. In addition the implant registration card states an incomplete insertion (i.e. Two channels left outside of cochlea) at implantation. This is a final report.

Event description:
The user's hearing performance became worse suddenly (B)(6)2016. The electrode array was found extruded from external auditory canal (B)(6)2017. Based on the suggestion of the surgeon, re-implantation was needed to prevent the possible infection. The recipient was re-implanted.